Event description:
Information received indicated that the trend foot lever was not operating correctly.

Manufacturer narrative:
The hill-rom technician replaced the trend valve to resolve the issue.